Event description:
A caregiver reported no low glucose alarm sounded while the 3-year-old customer was wearing the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer became ¿pale and cold¿ and was provided oral water and sugar for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh002k260r has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor found to be in state 5 (indicating normal termination). The sensor plug assembly was inspected, no failure moded were observed. High and low glucose threshold alarm settings were set in the retained reader. The sensor was activated with a retained reader and a linearity testing was performed. Both high & low glucose alarm were successfully activated. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported no low glucose alarm sounded while the (B)(6) customer was wearing the adc freestyle libre 2 sensor, on (B)(6) 2021. As a result, the customer became ¿pale and cold¿ and was provided oral water and sugar for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.